Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to and elevated blood glucose (bg) level of 598, diabetic ketoacidosis and vomiting. A bolus was delivered prior to going to hospital to address bg levels. While hospitalized, customer was treated with intravenous insulin and manual injections. Reportedly, the cartridge uses novolog had not been changed for 4 days. Customer was still hospitalized when event was reported, but indicated bg levels had stabilized.